Manufacturer narrative:
The insulin pump was received with cracked and detached end cap. No further testing could be performed due to detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The drive support cap is protruded. Customer stated that 2 weeks ago he started noticing that it was priming different than usual and if he hold the drive support cap in while priming it would work. He never pressed it while connected. The insulin pump has been bumped and dropped over the years. Nothing further reported.